Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a compromised force sensor system alarm customer's blood glucose level at the time 190mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, missing end cap sticker, cracked case at the display window corners and cracked battery tube threads.